Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778, implanted: (B)(6) 2013, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type programmer. Patient product ID: 3550-29, lot# n181103, product type: accessory. (B)(4).

Event description:
The caller reported the device was reading greater than 20000 ohms at the time the patient was being "closed". The caller stated the lead 8-15 was showing impedances greater than 10000 ohms, but then was seeing them return to "more normal values." The chronic lead, reportedly, maintained more open circuits. The caller indicated the group impedance read "700 ohms, 3.6ma." The caller stated when the reference electrodes were changed, the values would change. The patient was "woken up' and reportedly felt stimulation. Many troubleshooting tests were performed without results. The caller stated, they were "just going with what they have as patient was feeling stimulation." The patient reportedly "did great' post-operatively and no further interventions were taken.